Event description:
A malfunction was reported with the pump, characterized by malfunction code 12. There was no adverse impact to the customer's blood glucose level, with no reports of it exceeding 500 mg/dl. Customer support arranged for a replacement pump to be sent to the customer, providing guidance on using the updated software and returning the defective pump. Customer acknowledged understanding of the instructions provided, including the need to put the pump into storage mode prior to returning it.